Manufacturer narrative:
Device was scrapped after it was evaluated and customer was sent new one.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The device was tested for audio on power up and it was found that there was no audio from the mx40. There was no patient involvement.